Manufacturer narrative:
Device evaluation: one cadd ms3 pumps was returned for analysis. Visual inspection performed, and product found with damaged rear housing. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer stated problem was verified. According to the investigation, during power up, the device displayed error code 112 on the screen and this indicates a problem with the high current motor. Further investigation determined that the pump motor was defective due to high current draw and was the root cause of the issue. Therefore, the motor will be replaced and front housing to be replaced as part of the repair process. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd ms3 pump, the pump exhibited system fault. No patient involvement reported.